Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the artificial arteriovenous fistula in left upper limb artery. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first expansion at 18 atmospheres, the balloon burst despite the pressure being below the expected burst pressure. The device was pulled and found damaged, and the procedure was completed by inflating another of the same model. The patient condition was well and stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the gladiator was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 8mm proximal of the distal markerband. The rated burst pressure for this device is 20 atmospheres. A visual and tactile examination was performed on the shaft and tip. There were no kinks, or damages noted. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula in left upper limb artery. An 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first expansion at 18 atmospheres, the balloon burst despite the pressure being below the expected burst pressure. The device was pulled and found damaged, and the procedure was completed by inflating another of the same model. The patient condition was well and stable post-procedure. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified.